Manufacturer narrative:
Concomitant medical products: evolutr-29-us, transcatheter valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bacterial endocarditis, septicemia, and possible vegetation of the leads. It was further reported the patient developed an acute kidney injury secondary to septic acute tubular necrosis. During the planned explant of the cardiac resynchronization therapy defibrillator (crt-d) system, after the pocket was opened and the right atrial (ra) and left ventricular (lv) leads were disconnected from the device, the patient went into ventricular fibrillation (vf). Attempts to resuscitate were unsuccessful and the planned system extraction was aborted as the patient passed away.